Event description:
It was reported that the customer has been hospitalized for high blood glucose. The blood glucose reading was 1600 mg/dl. The mother stated that the insulin pump stopped working and the hospital has taken her off the insulin pump. Advised the mother to call back to troubleshoot the device. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.